Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in clinic for cybersecurity firmware upgrade. A cybersecurity upgrade was successfully performed but showed 8.4-36 months of battery longevity upon interrogation after the upgrade. Prior to the upgrade the longevity was 2.8 years. All outputs on the ra,rv, and lv leads had automatically changed to 5v after the upgrade. Abbott technical support discussed that it is normal, and the big range in estimated remaining longevity is due to the high output. All outputs were programmed to pre firmware upgrade outputs. The patient was stable.